Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild burned detritus; the metal cap exhibits severe white crystal deposits. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. Based on the analysis above, the potential for forward firing may exist. (B)(4).

Event description:
It was reported that during a prostate procedure the fiber was observed to be twisted. The procedure was completed using a second fiber. There were no damages to the patient.